Manufacturer narrative:
(B)(4) evaluation statement: the reported event of modules with iui corrosion was confirmed during the tpc site visit, however the cause of the corrosion was not identified.. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit it was noted that a number of modules had corroded iui connectors. There was no report of patient involvement.